Event description:
Source: (B)(6). I was implanted with the greenfield vena cava filter in (B)(6) 2001 following a pulmonary embolism. I have experienced shortness of breath for many years, chest pain and other difficulties. I was told that the filter needed to be removed at some point but was never followed up with and I continue to experience a lot of issues that are possibly related to the filter. / product details: implanted (B)(6) 2001 at (B)(6) hospital, (B)(6) by dr. (B)(6).